Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional informations becomes available.

Event description:
It has been stated that after a longer run-time of the unit the error "temp" occurred. The error led to a pump stop. Preventively the fan has been replaced. After replacement of the fan the error did not reoccur. The unit is no longer in use. It has been replaced by another one. No known impact or consequence to patient. (B)(4).

Manufacturer narrative:
The device was investigated by our field service technician with the following result. It was found that the fan was defective. The error occurred after a prolonged period of use under load. According to the service order the defective fan has been replaced. Functional tested. Electrical safety tested according to iec (B)(4). Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).